Manufacturer narrative:
It was reported that the distal resection measured approximately 2 mm thicker than planned resection. The surgeon took minus two on tibia and still ended up in recurvatum and tight in flexion. It was also reported that the surgeon had to augment the femur to balance the knee. The case was completed successfully. Review of the device history record indicates that the device was manufactured to specification.

Event description:
It was reported that the distal resection measured approximately 2 mm thicker than planned resection. The surgeon took minus two on tibia and still ended up in recurvatum and tight in flexion. It was also reported that the surgeon had to augment the femur to balance the knee. The case was completed successfully.